Event description:
It was reported during in clinic follow up that the right ventricular lead showed externalized conductors. Fluoroscopy confirmed the insulation breach. The lead remained implanted and will continue to be monitored. The patient was stable and asymptomatic.